Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a patient treated with an artisse device experienced regressive aphasia and right-sided deficit. The patient was undergoing surgery for treatment of a saccular, right choroidal bifurcation branch aneurysm with a max diameter of 3.7 mm and a 2.5 mm neck diameter. The aneurysm dome height was 3.7 mm and dome width was 3.5 mm. There was significant stasis at the end of the procedure. Occlusion (raymond and roy) at the end of the procedure was class 3. It was reported that the patient experienced regressive aphasia and right-sided deficit. This adverse event (ae) did not lead to hospitalization, treatment in another manner, blood transfusion, percutaneous intervention, physical therapy, or surgical procedure, and did result in concomitant or additional treatment being given. The outcome status is recovered/resolved with outcome date of (B)(6) 2026. Ae did not result in a diagnostic procedure or test being performed. The ae was not related to the disease under study and did not result in a new or worsening of existing neurological deficit. Symptoms did not last more than 24 hours. There was regressive aphasia and right sided deficit just after MRI. MRI shows a pattern of contrast enhancement limited to the right hemisphere already observed on irm november 25 done in another hospital. The site assessed this event did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention, and was not considered life-threatening. The site assessed this event as not related to antiplatelet medication, or study device, and possibly related to the index study procedure. The sponsor assessed as possibly r elated to the artisse device and apt, and not related to the index procedure or ancillary device. Site queried to verify per description image findings from november 25. Ancillary devices include a penumbra 5f select catheter. Additional information was received that per image read of the mr and fp-dsa imaging on (B)(6) 2026, corelab identified the following: boss aneurysm occlusion scale grade 2: neck remnant and raymond & roy occlusion class 2. Site does not assess boss, nor has reported any symptoms or actions taken in association with this corelab finding. No symptoms or actions taken were reported by site in association with the non-occlusion. Additional information received that the adverse event description was updated to epilepsia. Diagnosis has not been made. Aneurysm location was updated to right posterior communicating artery.